Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the c-arm cable. The camera needs to be replaced. No additional service info was provided.

Event description:
The customer reported that the system did not display a live image on the monitor and the kv was at maximum. No pt injury was reported.